Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Corrected data: health effect clinical code - 4581: significant reduction of irido-corneal angles. Should have been included in h10 in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -14.50/3.0/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Significant reduction of irido-corneal angels, refractive surprise, and excessive vault were observed, the lens was removed and exchanged for a shorter length lens on (B)(6) 2020 and the problem was resolved. Cause of the event is reported as "vaulting was higher than expected. There is no health hazards."